Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Hardware low level failures confirmed in pump history with variable (009) due to software anomaly. No unexpected interprocessor communication error and interprocessor communication error alarms noted during testing.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.